Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; thromboelastometry-guided hemostatic therapy for hemorrhagic shock in the postoperative period of vascular surgery: a case report tomaz crochemore and felicio a. Savioli journal of medical case reports (2018) 12:153 doi.org/10.1186/s13256-018-1661-8. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an iliac artery aneurysm with a type I to ib endoleak on an unknown date. The patient underwent vascular surgery to treat the iliac aneurysm with endoprosthesis approximately 3 months previously on an unknown date. Hemodynamic instability was noted throughout the procedure it was reported during the procedure that iliac dissection technique was difficult with blood loss and a need for suture and compressive dressing. The patient left the surgery without a distal pulse. Post the procedure the patient's condition deteriorated with the patient experiencing hypotension with altered consciousness after anesthesia wore off, this was treated with infusions and the patient was transferred to ICU. Again, the patient began experiencing an altered level of consciousness, agitation, delirium and mental confusion. Arterial blood pressure dropped, and heart rate and respiratory rate increased. Active bleeding was noted at the femoral site. Hypothermia, sweating, oliguria, bleached mucosa, cold extremities and signs of severe tissue hypo perfusion led to a diagnosis of hemorrhagic shock. It was reported the patient developed pneumonia. The patient received treatment with IV medication, hemodialysis, oxygen supplementation and physiotherapy and discharged approximately 2 weeks post-surgery. No additional clinical sequelae were reported and the patient is fine.